Manufacturer narrative:
Pump failed self-test. Led anomaly noted during self-test. Intermittent response from all buttons due to moisture damage to keypad traces. Unit successfully downloaded to thump. No stuck button error alarms noted during testing. Verified pump alarmed stuck button on 07/22/2025 12:45:15.000 in pump downloaded history. The j1 connector on pcb1 was locked properly during visual inspection. Found moisture damage to motor assembly, pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded keypad traces, scratched case, cracked battery tube threads, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, broken belt clips, cracked case corner of the belt clip rails near the battery compartment and cracked lcd window. The p-cap/reservoir does lock properly. Pump failed self-test. Confirmed intermittent response from all buttons due to moisture damage to keypad traces. Confirmed moisture damage to motor assembly, pcb1 board and pcb 2 board. No stuck button error alarms noted during testing. Cosmetic damage located at the battery compartment confirmed. Led anomaly confirmed during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage to the pump and received stuck button alarm. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and found the damage on battery tube side. Damage was affecting the pump functionality. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned. The customer will discontinue using the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.